Event description:
It was reported the physician was able to use another working programming system in order to interrogate and program patients as needed. Product analysis was completed on the returned serial cable and it was found that the reported cable failure was associated with 2 disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported on (B)(6) 2016 it was reported that the physician has had difficulty interrogating patients and has stated that the issue is with the usb port or usb connector cable. It was stated that the company representative went to the physician's office to troubleshoot and it was determined that the site has two programming systems. One of the serial cables was found to be the cause of the reported interrogation difficulty. However, of the two programming systems that the office has, it is unknown which tablet the serial cable was associated with. The tablet serial cable was received for analysis on 01/25/2016 and analysis is underway but has not been completed to date.